Event description:
It was reported the laparoscopic coagulating shears were used during a laproscopically assisted vaginal hysterectomy procedure when the tip of the device broke off in the pt. The tip was not retreived. There were 3 x-rays taken and the procedure was extended by 90 mins. No pt consequence.